Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the size of the minicap was larger than usual. The patient thought there may be a gap if connected to the transfer set. There was no patient injury or medical intervention reported. No additional information is available.